Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for an initial implant procedure. During the procedure, the left ventricular lead was unable to retain it's shape. It was noted that the lead had come out of the packaging "quite straight". The lead was not used. The patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found. All damages found were consistent with those occurring during attempted implant.